Event description:
Caller reported aviva system blood glucose results of 348 mg/dl and 86 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.